Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During a onsite visit after the day of the event, the field service engineer (fse) successfully completed system verification. The fse found no problem. Device worked as intended. No technical root cause was identified. The product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported while flap was being created on a patient's left eye, an incomplete section occurred. The flap was attempted to be lifted but could not be lifted. Treatment was not completed that day. The patient will undergo photorefractive keratectomy (prk) instead of lasik once healed. This was the only occurrence of this specific issue. A company representative noted that this appeared to be a sporadic event of poor ventilation of the flap that lead to the incomplete section being made. Canal extended too long and conjunctiva could have possibly affected how efficiently the canal was vented.